Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of the event was not reported. The patient was hospitalized and treated with unknown antibiotics for the event. On an unknown date, during hospitalization, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient outcome was not reported. No additional information is available.